Event description:
It was reported that multiple intermittent occlusion alarms occurred., which led the customer to visit the emergency room and be hospitalized on (B)(6) 2026. The customer's blood glucose level increased to 480 mg/dl with an unspecified ketones level that a health care provider determined to be dangerous/life threatening. Customer was treated with IV fluids of saline, insulin, potassium, and glucose in the hospital. Customer was released the next day (B)(6) 2026 with the issue resolved and no permanent damage identified. The customer initially resolved the issue by changing the soft cannula infusion set and resuming insulin therapy then reverted to an alternate method of insulin therapy. Ultimately, customer technical service assisted customer in loading a new cartridge and infusion set and resuming insulin delivery.